Event description:
The infection developed and no osseointegration was achieved after concurrent placement of pepgen p-15 putty bone grafting and material and an implant. As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.

Manufacturer narrative:
Failure to osseointegrate and developed of infections are inherent risks of the procedure known to doctor and pt before the procedure is initiated , and are dependent on many factors including the pt's age, sex, health, and social history, the type and size of the defect being grafted, and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption race of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. Considering this and the available information, this event does not appear to be a result of a malfunction of the device. The implant loss will be reported via asr. The lot number was provided for evaluation, though results are not avialable as of the report.